Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that during implantation of an impella cp the pigtail became caught in the mitral valve structures and was pulled back into the aorta. Attempts to advance the pump across the atrial ventricle was unsuccessful. The pump was removed and successfully reinserted via left ventricle access. The patient was in stable condition.

Manufacturer narrative:
D6b: new information, added explant date.

Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The cause of the positioning issue was unable to be determined due to insufficient clinical details.